Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported broken gripper line and inability to raise one gripper were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to open or close (gripper actuation - single) or break (gripper line - actuation). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the inability to raise one gripper is a cascading event of the broken gripper line. However, a cause for the reported broken gripper line could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure it was noticed that one gripper of the clip delivery system (cds) was unable to actuate. The sgc and cds were withdrawn from the body and the operation was completed. Mr was reduced to <1. It was later found that the gripper line was broken.

Manufacturer narrative:
Na.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure it was noticed that one gripper of the clip delivery system (cds) was unable to actuate. The sgc and cds were withdrawn from the body and the operation was completed. Mr was reduced to <1. It was later found that the gripper line was broken.